Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that the system is going into standby mode on its own. Additional information was received reporting that there was no patient involvement.

Manufacturer narrative:
The service request (sr) was opened on february 15, 2019 and references another sr, but did not contain information related to the reported event. Based on assessment, the product met specifications at the time of release. Root cause the root cause cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).